Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device of unknown endoscopy product was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving the device of unknown endoscopy product, but reported as a light cable, could have been caused by: safelight design, boot material, light source, use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cord post burned the sheath.

Event description:
It was reported that the light cord post burned the sheath.